Event description:
It was reported that when a patient presented in clinic for follow up the device was found to have undergone a software reset due to a segm corruption. The patient reported having been seated next to a loud speaker at the time of reset. The device was functioning as expected during the check in clinic. The segms were cleared and the patient will continue to be monitored as usual.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.